Manufacturer narrative:
Section g4 of MFR # 2916596-2019-02398 was reported incomplete. The date received by the manufacturer is 08aug2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia could not be conclusively determined. Additionally, review of the patient¿s submitted log files confirmed pi events; however, a direct cause could not be conclusively determined through this evaluation. The submitted log file contained data from 28apr2019 to 03may2019. The pump was set to a fixed speed of 9400 rpm and operated above the low speed limit of 8600 rpm for the duration of the log file. The log file captured 185 pi events. There were no atypical alarms and the log file appeared to show the system operating as intended. The account reported that the patient was presented to the ER with loss of consciousness. The patient was treated for ventricular tachycardia. No further information was provided. The patient remains ongoing on vad support with no further issues reported. Cardiac arrhythmia is listed in the IFU as an adverse event that may be associated with the heartmate ii left ventricular assist system. The hmii IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: the approximate age of the device was 3 years and 2 months. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient presented to the emergency room with loss of consciousness. Log files were sent for review; technical services observed that the pump appeared to be maintaining expected parameters. The patient was treated for ventricular tachycardia. No further information was provided.